Event description:
It was reported that the cadd legacy pump produced a no disposable alarm (clamp tubing). There was air in the tubing. The infusion parameters were as follows: rate 2.2 res vol 66.4 given 32. The product problem did not cause or contribute to any adverse patient health effects.